Event description:
'Caller alleged discrepant results compared with the reference meter. Results as follows 2014': date; (B)(6) 2014, inratio; 2.3, 1.6. Doctor's poc meter; 4.3 (exact result not shown). Time between testing on 3/13/2014 was a few minutes. Therapeutic range: 2.5-3.5. Patient self tester milking finger after fingerstick; meter not in correct mode when fingerstick performed; added multiple drops of blood.

Manufacturer narrative:
The customer reported discrepant low inratio inr result during testing. The customer did not provide a reference value for comparison testing for the inratio inr result of 1.6 on (B)(6) 2014. The accuracy of the customer's inratio inr result could not be determined without additional information. It is indicated that product is not returning for evaluation. Therefore, investigation of the complaint to determine root cause cannot be completed. Since the product associated with the complaint was not returned, a review of in-house retain testing was performed. Retain strip testing results met both accuracy and repeatability criteria. The products performed as expected and no product deficiencies wer observed. Although the root cause analysis did not include return testing, improper techniques and improper use of the meter were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The manufacturing records for the lot were reviewed. The non-conformance associated with this lot was not relevant to the initial complaint and does not affect product performance. Further investigation will not be pursued at this time. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.